Event description:
This pt presented with a three yr history of right hip pain that progressed to the point of limiting her activities. She was admitted for right total hip arthroplasty. Admitting diagnosis was endstage degenerative joint disease. Past med history included hypertension, hiatal hernia and osteoarthritis. Intraoperatively, just after the total hip components and cement were in place, the pt's blood pressure began to drop. The surgical wound was immediately closed and the pt was placed on her back. Resusitiative measures were administered but were unsuccessful. The med examiner's report indicated the possible cause of death may include a reaction to the cement used in the procedure.